Event description:
It was alleged that a patient received a questionable result when testing with coaguchek xs meter serial number (B)(4). Specific meter results could not be provided, but it was alleged the meter test resulted in a value of "6 something" inr and the laboratory value would be 2.0 inr lower than the meter value. When checking the meter's patient result memory, there was a value of 6.5 inr measured at 11:09 a.m. And it was questioned. Within one hour of this meter test, a laboratory test of the patient performed with an unknown method resulted in a value of approximately 4.5 inr. It was stated that the patient's first drop of blood was wiped before adding sample to the test strip for meter testing. The patient's therapeutic range was provided as "probably 2.0 - 3.0 inr".

Manufacturer narrative:
The customer's test strips were requested for investigation and a replacement product was sent to the customer. Further investigation of the customer's test strips was not possible as the test strip lot had already expired. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.".